Manufacturer narrative:
Pump was received with steady white light display with lines on the screen due to cracked lcd glass. (B)(4).

Event description:
The customer reported via phone call that their insulin pump's screen was damaged. Customer stated they may have possibly rolled into the device that caused the screen to crack. The customer¿s blood glucose level was not provided at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.